Event description:
It was reported that the lead became dislodged and the patient developed a pericardial effusion. The lead was repositioned in 2008, and remains implanted.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.